Manufacturer narrative:
(B)(4). Date sent to FDA: 07/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes how many suture needle were pull off during suturing on this one patient during this single surgical procedure? Unknown. What tissue/location was suturing when pull off occurred? Unknown were there any unexpected outcomes or complications as a result of this suture needle pull off event? Unknown. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device history lot: a manufacturing record evaluation was performed for the finished device lot number qlbajd / m874119, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2021 and suture was used. The needle popped off extremely easy when trying to use. This suture is used for anastomosis of saphenous vein to coronary artery - many passes through tissues are required. There were no patient consequences reported. Additional information was requested.